Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to the j1001 connector on the monitor computer/analog pca. The monitor belt receptacle connector was loose from the j1001 connector, causing the failure. The root cause for the loose belt receptacle connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was unable to recognize an ECG signal.